Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead replacement the set screw on the device header was noted to be stripped. The device was explanted and replaced.

Manufacturer narrative:
The reported event of stripped set screws could not be confirmed as the set screws were not returned. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined